Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise on the right ventricular (rv) lead. Pacing impedance was high. It was noted that the patient is active and regularly lifts weights and works out. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.